Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump became frozen on the sensor stopped screen and the customer was unable to clear it. Reportedly, the notification was cleared and insulin delivery was resumed. Customer's blood glucose level was 122 mg/dl.